Event description:
I have been using the recalled contact solution made by amo. I first started developing symptoms of the eye infection in 2007. I blamed it on allergies and did nothing to treat the problem on that day. The next day, when the pain had not subsided and had become slightly worse, I suspected I may have pink eye. I called my parents to learn what the symptoms of pink eye were, and I found that I did not have any of those symptoms. My mom mentioned that there was a recall a few days earlier of a contact solution that was contaminated. I checked online to see which solution it was, and it was infact the one my husband and I have both been using. The doctor prescribed tobramycin drops for a week, to treat my eye. My current concern is that my bottle of contaminated solution's lot number was not part of the recall. I checked a list of lot numbers on webmd.com and none of the numbers match my bottle. So my suspicion is that the lot number for my bottle was missed or not suspected. I bought the complete moistureplus 2 x 12 oz package and the lot number on my bottle is: zb03405 and the expiration date is 08/2008. My husband and I have already used up the first bottle and we had used 2/3 of this bottle when we learned of the recall. So far, my husband has not had any symptoms of the eye infection. Dates of use: three months in 2007. Diagnosis: contact lens cleaner. Event abated after use stopped: no.